Event description:
Same case as MFR report #: 2134265-2009-03377. Surveillance study. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient underwent a target vessel reintervention. The index procedure treated the proximal portion of the de novo, 90% stenosed, 3.5x38mm lesion in the mid rca (right coronary artery). Treatment consisted of predilation with a 3.0x24mm balloon at 8atm, placement of a 3.0x24mm taxus express2 stent at 18atm and a 3.5x16mm taxus express2 stent at 14atm resulting in 0% residual stenosis. Both stents were well positioned and well expanded. There was no gap between the stents. The patient was discharged one day post procedure on panaldine and bufferin. The patient returned on day 112 with chest discomfort. Angiography without reintervention was performed on day 120. The chest discomfort continued and a reintervention was done on day 134 for 90% stenosis of the 3.5x12mm proximal rca. Treatment consisted of an unknown taxus stent resulting in 0% residual stenosis. The patient was reported to be on bufferin and panaldine at the time of the event. The investigator assessed this event as possibly related to the study stents.

Manufacturer narrative:
The device was not returned, therefore, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.